Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning of this report when he inserted the infusion, while walking to get water he noticed that his tube was disconnected from the plastic part near the insertion site from the quick release. The patient had high blood glucose level (390 mg/dl). The site was at the abdomen. The patient tried to fix the tubing that auto detached from quick release. Reportedly, there was stress or pull on the tubing, as it might had pulled, however, the pump was not dropped with the set connected to the patient's body. The patient did not contact the health care professional regarding the high blood glucose. Patient's current blood glucose level was 390 mg/dl. No further information available.